Event description:
Patient reported problem with cannula placement, and a set was changed and high blood glucose treated with bolus.

Manufacturer narrative:
Name:(b)(6)Country: United States of AmericaStreet: (b)(6) Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided.A complaint investigation was initiated under Complaint Investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380